Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient "had problems" with the implantable pulse generator (ipg) which had to be removed and that a pacing lead was found to be "crooked." Communication attempts with the clinic were unsuccessful. The status of the lead remains unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.